Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2y7va implanted: (B)(6) 2024: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 06-nov-2025, UDI#: (B)(4) b3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they got in a car accident a few months after implant that altered the lead. Additional information was received from the rep and healthcare provider (hcp). They had no idea if the motor vehicle accident had any impact on the implant. The vehicle accident was mentioned to the rep while they were doing the last procedure. The doctor said the patient felt like it wasn't working as well anymore.